Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing threshold and high lead impedance. The lead was capped and replaced. No patient symptoms were reported. No additional information was available.